Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not transition from ac to dc power. No pt harm reported.